Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no documentation to show a causal relationship between the event and the liberty select cycler. The patient had received patient line blocked message and it is unknown if this was related to the peritonitis. Per the pdrn the patient had been completing manual exchanges when unable to complete pd therapy on the cycler, but it is unknown when or why the patient was not completing therapy on the cycler. It is unknown if proper aseptic technique was utilized by the patient or if there was any breach in aseptic technique. Based on the available information a cause of the peritonitis cannot be confirmed. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The caregiver for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy contacted technical support regarding a patient line (pl) blocked message received in drain 1 of 5. The caregiver then stated that they needed to call 911 for the patient. The technical support representative contacted the peritoneal dialysis registered nurse (pdrn). The pdrn stated that the patient¿s caregiver notified them that the patient was hospitalized for a potential peritonitis case. The pdrn was unsure if this was related to the cycler or if this occurred when the patient was completing manual exchanges when the patient was unable to complete treatment on the liberty select cycler (unspecified reason). During follow up the pdrn confirmed that the patient was hospitalized for peritonitis and was currently still hospitalized. Hospital course is unknown. No further information was obtained.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.